Manufacturer narrative:
The observed internal cannula tear is related to action #98586. No blood was observed on the device, and no damages were observed that would contribute to the reported bleeding/bruising event. A tear was observed on the internal portion of the soft cannula, resulting in corrosion and data loss. The internal cannula tear is independent of the reported bleeding/bruising event. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: dexcom g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A malfunction was found in the investigation for the original report of bruising and bleeding at the infusion site (abdomen). The investigation observed a torn cannula that was unrelated to the event. It was also reported that patient¿s blood glucose rose to 360 mg/dl while wearing the pod longer than 48 hours.